Event description:
Starclose vascular closure device failed during cardiac cath. Pt developed thrombus requiring surgery. This is 1 of 5 starclose failures reported to risk management over the last few months. See other medwatch reports. Device and packaging were not saved in this case.